Manufacturer narrative:
The field reporting of the helix not extending smoothly could not be confirmed. As received, a complete lead was returned in one piece. Helix was retracted and clogged with dried blood/body fluids. After cleaning, helix extension/retraction test was performed and helix could be extended and retracted smoothly without any anomalies noted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During implant, the set screw would not screw out smoothly. The lead was extracted and replaced. The patient is doing well.